Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, it failed the power on self-test (post). A component on the main printed circuit board (pcb) was found to be defective. The main board will be replaced.

Event description:
It was reported that a ventilator was constantly alarming and displayed an error message when plugged into the external alternating current (ac) power source. There was no patient involvement.

Manufacturer narrative:
(B)(4). The main board was replaced and the device passed all testing.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.